Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient initially implanted with an unknown edwards mitral valve for an unknown duration, underwent a valve in valve procedure due to regurgitation. A 26mm transcatheter valve was implanted in the patient. The current patient disposition is unknown.

Manufacturer narrative:
H10: through additional review of medical records the MDR was updated with additional information not previously reported. Updated: a2, a3, b5, b7, g5, patient codes, device codes; method codes, result codes and conclusion codes; additional manufacturer narrative: through additional follow-up, the healthcare provider indicated the device did not prematurely fail. The clinical observation was confirmed through medical records. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. The root cause of this event was likely impacted by the progression of the patient¿s underlying valvular disease pathology. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. H11: corrected; a1

Event description:
Medical records received indicated the patient initially implanted with 25mm mitral valve for 13 years 4 months had a valve in valve procedure completed due to moderate to severe mitral regurgitation, thickening of the mitral valve leaflets with motion restriction and possible pannus, stenosis. The patient received a replacement valve and was discharged pod #11. It was reported the implanted device performed as intended.